Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be determined. It was reported through patient outcome that the patient expired on (B)(6) 2016. No additional information was provided and privacy laws prohibit the customer from providing information regarding the case. It was reported that the device would not be returned for evaluation. Death is listed in the hm3 lvas IFU as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient expired.